Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus arthroscopic repair, the fast-fix 360 contained only t1 implant and not t2 implant. The t1 was deployed through the meniscus and then it was successfully removed with tweezers from the patient. The procedure was completed using a change in the surgical technique, and with a surgical delay greater than 30 minutes.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation along with two other devices. A visual inspection revealed that they were in the original packaging with the batch number of the complaint on the label. For device one, the t2 and suture were returned off the needle, the t1 has been cut from the suture and was not returned, the needle assembly is bent, the actuator is stuck at the tip of the needle, and bio debris is present. For device two, the t1 and t2 were not returned, a partial suture was returned, the actuator is in the pre-t1/post-t2 position, and bio debris is present. For device three, the t1 and t2 were not returned, a partial suture was returned, and the actuator is stuck at the tip of the needle. A functional evaluation was performed on the returned devices and found device one's actuator will not cycle and remains stuck at the tip of the needle. Device two's actuator will cycle as intended. Device three's actuator will not cycle and remains stuck at the tip of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify t1 is in the correct position prior to packaging. A definitive root cause for the reported issue could not be determined. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue.